Manufacturer narrative:
Physio-control evaluated the device and the reported issue could not be duplicated. After evaluating device download data, it was observed that the device experienced two unexpected shutdowns. The service depot determined that worn battery pins, and fretting corrosion on the jack connector, designator j11, on the power pcb and the plug connector, designator p11, on the battery power cable assembly were the causes of the reported issue. The power pcb, battery power cable, and battery pins were replaced then functional and performance testing was performed and passed. Device was returned to customer.

Event description:
The customer contacted physio-control to report that their device shuts off during pacing and restarted multiple times. In this state the device would be inoperable and defibrillation therapy would not be available if needed. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device shuts off during pacing and restarted multiple times. In this state the device would be inoperable and defibrillation therapy would not be available if needed. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.